Event description:
Description of event according to initial reporter: the physician had 2 lunderquist 260cm double curve wires in the patient in both the left and right femoral arteries. The physician put the fenestrated zdeg device in through a gore 22fr dryseal on the left side and a cook 20fr 25cm check flo sheath on the right side. After unsheathing the graft open, they pulled the lunderquist wire back on the right side and noticed a piece of the distal radiopaque wire tip was in the right iliac. The wire was removed fully from the patient and appeared to be sheared. He did not know exactly what the cause was. The physician went ahead with the rest of the planned procedure after taking an angiogram to visualize where the piece was. He implanted a right iliac branch device as planned and the radiopaque part of the wire stayed in the right internal iliac. It was just distal to the 8x59 icast stent that was deployed in the right internal iliac. Patient outcome: a piece of the wire was left in the right internal iliac just distal to the icast stent that was deployed there. At the end of the case all the final runs looked fine, patient had normal pulses and he planned to monitor the patient. The physician has no plans to remove it at this (a piece of the wire) time.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.